Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: when did the alleged deficiency occur (removal from package/during handling prior to use on patient/during passage through tissue/during tying/post-operation)? If different, please explain. Were there any patient consequences? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The patient was instructed to take a supine position and make a shuttle shaped incision along the skin line 1 mm outside the facial skin lesion. The skin lesion was bluntly separated from the subcutaneous tissue, and the subcutaneous tissue was intermittently sutured with suture. After the suture was opened, it was found that the problem of pulling off suture needle had happened, and the doctor immediately replaced them with new suture. No further information is available.